Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On 08/01/2024, around 10:00am, the patient was at a neurology appointment and was advised to go to the emergency room from the appointment. The patient¿s spouse transported the patient to the ER. The reason for visiting the ER was due to cgm inaccuracies (which had been occurring since sensor insertion) as well as, other medical issues. The patient was reported to be experiencing ¿multiple symptoms¿, but no specific physical symptoms were reported. No specific bg/cgm values were reported for this event. However, when the patient arrived at the ER it was reported the cgm was reading ¿40 points off¿ from the bg meter. The sensor was removed, and the receiver was turned off at this point. The patient was admitted to the hospital and was treated with various unspecified medications, as the reporter could not recall all of them (some included trulicity, humalog and novolog). The patient was discharged home three days later. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.